Event description:
It was reported that during an unk procedure that the instrument work well with foot activation as soon as hand activation is activated it gives error code 7. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Date sent: 06/09/2008. Eval summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and displayed an error code 7, it was found that the hand control switch assembly buttons were not functional. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.